Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A78087) inserted for female sterilisation. The patient's concurrent conditions included premenopausal menorrhagia, dysmenorrhea, endometriosis, cervical dysplasia, vaginal bleeding and prophylaxis against postoperative nausea and vomiting. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as sertraline (zoloft). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2011. In current follow up reported as: (B)(6) 2013. Discrepancy noted in removal date. Previously reported as: (B)(6) 2015. In current follow up reported as: (B)(6) 2015. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 25-sep-2018: mr received. New reporters and reporter information added. Plaintiff demography added. Product lot number received. Implanted date, explanted date updated. Concomitant disease and concomitant medication added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A78087) inserted for female sterilisation. The patient's concurrent conditions included premenopausal menorrhagia, dysmenorrhea, endometriosis, cervical dysplasia, vaginal bleeding and prophylaxis against postoperative nausea and vomiting. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as sertraline (zoloft). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2011. In current follow up reported as: (B)(6) 2013. Discrepancy noted in removal date. Previously reported as: (B)(6) 2015. In current follow up reported as: (B)(6) 2015. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A78087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included premenopausal menorrhagia, dysmenorrhea, endometriosis, cervical dysplasia, vaginal bleeding and prophylaxis against postoperative nausea and vomiting. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2011. In current follow up reported as: (B)(6) 2013. Discrepancy noted in removal date. Previously reported as: (B)(6) 2015. In current follow up reported as: (B)(6) 2015. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: ppf received. Added event abdominal pain, dysmenorrhea(cramping), menorrhagia(heavy menstrual bleeding). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A78087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included premenopausal menorrhagia, dysmenorrhea, endometriosis, cervical dysplasia, vaginal bleeding and prophylaxis against postoperative nausea and vomiting. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnirmal bleeding (vaginal)"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2011. In current follow up reported as: (B)(6) 2013. Discrepancy noted in removal date. Previously reported as: (B)(6) 2015. In current follow up reported as: (B)(6) 2015. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is deleted from bayer database as this case found to be duplicate of case : (B)(4). All the information such as :references, reporters , events has been transferred from this case to retention case (B)(4). No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A78087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included premenopausal menorrhagia, dysmenorrhea, endometriosis, cervical dysplasia, vaginal bleeding and prophylaxis against postoperative nausea and vomiting. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2011. In current follow up reported as: (B)(6) 2013. Discrepancy noted in removal date. Previously reported as: (B)(6) 2015. In current follow up reported as: (B)(6)2015. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs: vaginal bleeding added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.